Event description:
Additional information was provided that at a recent appointment both system and normal mode diagnostics were run and were within normal limits. The physician will monitor the patient closely. No further information was provided.

Event description:
It was initially reported that the patient was experiencing painful stimulation. The last to interrogation prior to the reported have impedance of 9000 ohm and 60000 ohms. (B)(4) attempts for more information have been unsuccessful to date.